Manufacturer narrative:
(B)(4). Date sent: 9/17/2021. D4: batch # unk. H6: component code: others (g07). Investigation summary: the analysis results found that only the sleeve from the b5lt device was returned inside its original packaging that was received opened. Due to the condition of the packaging returned for analysis, no visually inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. The event described could not be confirmed as the packaging was received opened for analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the packaging was damaged and sterility was compromised. It is unknown how the procedure was completed. Patient consequence was not reported.